Event description:
Olympus was informed that during a percutaneous endoscopic gastrostomy procedure, the video cable that connects to the tower monitor stopped working and would not display an image on the screen. The incident occurred when the wire was about to be passed through the trocar and grab the snare and the image shut off. The procedure was aborted at that time. It was reported that the patient sustained and unknown injury. No additional information has been provided. Olympus followed up with the user facility via telephone and in writing to obtain more detailed information about the reported event but with no results. Mw# ref 5038135.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. If additional information is received at a later time this report will be supplemented.